Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Performance data collected from the device was also received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead fracture was suspected. A lead integrity alert (lia) was received due to high rate non-sustained episodes and high sensing integrity counter (sic). The rv lead also exhibited t-wave oversensing (twos) and noise. Loss of crt pacing was also reported due to the twos and a nonphysiologic oversensing spike. The lead was reprogrammed and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.